Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. The complaint could not be confirmed. A review of the user manual found that the ¿canister full¿ alarm is caused because the system has detected the canister is full or the internal canister filter is covered with exudate, which may occur even if the canister does not appear visible full. In addition, the user manual indicates that the device orientation, rate at which fluid enters the canister and how exudate solidifies can impact filter occlusion. To optimise canister volume and alarm functionality keep the device in the upright position. Based on the fact that sample and photos were not provided, it is not possible to determine a root cause of the reported issue. If the sample is returned, the investigation will be re-opened. No further action is necessary at this stage.

Event description:
It was reported that the device showed a false alarm for "full canister". A renasys f small kit was being used. The system was assembled according to the manufacturer's recommendations. The sales rep was present during the procedure. There was a backup but had the same failure. There was no patient harmed.